Event description:
It was reported that the guard wire broke inside the patient and could not be removed. A backup device was available to complete the procedure. No delays were reported.

Manufacturer narrative:
One component from a (B)(4) 1.2 rap-bac b kit returned. As sold the 1.2 rap-pac b, latex free kit contains 1 each of the following: 2.4 mm x 12" drill tip guidewire. 2.4 mm x 15" drill tip passing pin. 1.2 mm x 12" guidewire (5 per package). Cannulated bone tunnel plug, latex free. Trukor gauge. The component returned was only the (B)(4) 1.2mm x 12¿ guidewire. No others. The complaint stated: ¿it was reported that the guard wire broke inside the patient and could not be removed.¿ approximately 1¿ was absent. These wires are intended to flex but not be bent. The condition indicates the wire was snapped from excess force, torque or leverage being applied. No root cause related to the manufacture of this device was confirmed. Has been corrected.

Event description:
It was reported that during an acl surgery, the guard wire broke inside the patient and could not be removed. A backup device was available to complete the procedure. No delays were reported.